Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal device being explanted. An outpatient echocardiogram revealed severe mitral valve prolapse with a flail posterior mitral leaflet, moderate to severe mitral regurgitation, and dilated right ventricle. The pascal device was initially used to stabilize the patient via m-teer due to acute flail mitral leaflet and cardiogenic shock due to severe mitral regurgitation. The device dislodged, contributing to persistent cardiogenic shock and necessitating emergent open surgical mitral valve replacement.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for slda (single leaflet device attachment) post procedure was confirmed. Available information suggests there are several patient-specific factors that may have contributed to the slda including a flail posterior mitral leaflet which can interfere with secure grasping, degenerative leaflet tissue which is more prone to tearing under device stress or dilated right ventricle and cardiogenic shock which indicate advanced disease and hemodynamic instability. Due to limited information of the index procedure and device placement, a definitive root cause was unable to be determined. The device history record review was completed for the device in question, and the device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.